Manufacturer narrative:
Correction: manufacturer report 2938836-2017-30742 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow-up, the device could not be interrogated and premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.